Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl.

Event description:
Healthcare professional reported via jopbs society for unknown side "the fourth bia-alcl confirmed case", "it was a mass type and was stage 2 or higher". Histopathological markers cd30+ and alk- have been received. . The status of the device is unknown.

Event description:
Healthcare professional reported via (B)(6) for unknown side "the fourth bia-alcl confirmed case", "it was a mass type and was stage 2 or higher". Histopathological markers cd30+ and alk- have been received. The status of the device is unknown.

Manufacturer narrative:
The event of lump/ nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported for right side "mass under the medial side of the right breast, and an examination revealed a well-defined lobular mass of about 3 cm inside the reconstructed breast", "in the surgical specimen, large atypical cells with conspicuous nucleoli were often found mixed with fibroblasts, macrophages, and small lymphocytes in the tumor. Tumor cells were also scattered throughout most of the capsule." The device has been explanted. Treatment: lumpectomy, implant removal with a membrane, breast mass resection, and capsectomy.